Event description:
The iab was inserted into the pt on 6/4/97 at 4:30 p.m. And removed on 6/6/97 at 11:00 a.m. The iab did not malfunction. The pt had a bleeding complication. (Event complications: bleeding complication- reported 10/17/97.) (Pt's current status: discharged-rpt'd 10/17/97)